Manufacturer narrative:
(B)(4).

Event description:
The lead fractured greater than 2 years ago which required a revision surgery. During surgery once the lead was replaced, it was attempted to reinsert it into the neurostimulator (ins). The lead was unable to be advanced into the ins so the ins and extension were also replaced. Additional info has been requested.